Event description:
A malfunction was reported by the customer, characterized by repeated occurrences of the same issue, identified by the code malf 12. There was no reported adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and instructed the customer to use multiple daily injections (mdi) as a backup to ensure continued insulin delivery. The customer confirmed understanding of how to put the pump into storage mode and acknowledged the instructions to return the malfunctioning pump to tandem within ten days using a pre-paid label.